Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received notes that the right atrial lead noise is reoccurring. No changes or intervention were reported. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and pacing problem were confirmed. Final analysis found that as received, only the distal portion of the lead was returned in one piece for analysis. External insulation abrasion exposing the outer coil caused by friction to another implanted device or feature of the patient anatomy was noted at 3.4 cm to 3.9 cm from the distal tip. The cause of oversensing noise and pacing problem were due to the exposure of the outer coil at the abrasion zone.

Event description:
Additional information received notes that the right atrial lead exhibited over-sensing noise, which resulted in episodes of inappropriate mode switching that are reoccurring. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct b5 statement should have been "additional information received notes that the right atrial lead exhibited over-sensing noise, which resulted in episodes of inappropriate mode switching that are reoccurring. No changes or interventions were reported. The patient was in stable condition", rather than "additional information received notes that the right atrial lead noise is reoccurring. No changes or intervention were reported. The patient was in stable condition." The correct complaint codes should have been over-sensing and pacing problem, rather than over-sensing, pacing problem and signal artifact.

Event description:
Additional information received notes that the right atrial lead was explanted and replaced. The patient was in stable condition.